Event description:
During the surgical operations, two spin screws have broken successfully under the head, during the setting of the screw with the screwdriver. A third screw was used normally. None of the screws are available for return.

Manufacturer narrative:
The establishment did not notice the batch number of the products, and the broken devices were not available for return. A review of the complaints database showed a total of eleven complaints for this product ID over the past two years. Seven of the complaints claimed that the screws had broken during insertion. A change design was previously performed on this product to reduce the number of breakage. The first batch with the new design were manufactured in august 2006 (batch number: e34y). The batch number of the broken product was not provided; therefore, we could not confirm if the broken products were lots prior to the design change. Screw breakage may be contributed to user error : during the screwing, the screwdriver must be in the same axis than the screw to avoid a breakage.